Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. The customer's blood glucose level was 387 mg/dl. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.